Event description:
Pt transferred from a wheelchair onto a gurney. Pt arrived with her own pad/wrap in place. Straps hooked in without complication. While the pt was being lifted, bar (where hooks and loops are) disconnected from joint and fell on pt hitting her across pt's forearms causing pain to right arm. Pt evaluated in the emergency department. Large hematoma on dorsal left forearm. Small hematoma on right. Dressings in place on right forearm. Intact distal pulses. X-rays of right and left forearms, resulted negative. The hoyer lift was sequestered. Hill rom came in to evaluate all spreader bars. The ones that passed were put back into service, and others were replaced.